Event description:
It was reported that two pushlocks were placed in a lateral row. Both eyelets broke. The pieces were retrieved and the surgeon placed two different anchors. The implants were fully seated. The patient was reported as having hard bone. The case was completed with a delay of over thirty minutes. Follow-up with the reporter provided information that there was no patient injury. No further patient information was provided at the time of this report or made available in response to follow-up. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The devices in question were requested for evaluation but the disposition of the broken pieces was reported as unknown, therefore, they were not returned and the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, or impacting the implant before the laser line is flush with the surface of the pilot hole. This is the first complaint of this type for this part/lot combination. If additional patient and/or event information is obtained, a follow-up report will be submitted.